Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case the cause of the embolization cannot be confirmed; however, patient (severe native valve/leaflet calcification and small ventricular cavity) and procedural (advancement of the delivery system during stage inflation) factors likely caused or contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards territory manager that during a transapical tavr procedure a 26mm sapien valve was initially positioned 50:50 within the native annulus and the valve was deployed. Upon deployment the valve migrated aortic and embolized into the ascending aorta. A second sapien valve was prepared and successfully implanted, with no pvl or central ai noted. The surgical team elected not surgically remove the embolized valve, a balloon expandable stent graft was used to secure the valve in the ascending aorta. The patient was transferred to ICU in stable condition. It was reported the patient was noted to have a small ventricular cavity, and the surgical team felt the ascendra sheath may have moved the delivery system during deployment of the valve.